Manufacturer narrative:
Investigation completed 8/8/2017. Complaint not confirmed - no issues observed. Unit cleaned per protocol (B)(4). With respect to the returned unit it has passed all specific functional testing requirements, when unit is properly positioned and put under pressure unit would not have slipped. Device history record reviewed for product ID a2110, serial # (B)(4) was manufactured on 19sep11 with no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. There is no service history for this device. A two year look back in complaint system from 07/10/2015 to 07/10/2017 for this reported failure and or related to "slip " or "slipped" for product family (a2114) shows that two additional complaints were received. No new design or manufacturing trends have been identified. This issue will be monitored. The complaint could not be confirmed or duplicated; the end user initially sent in the device for routine maintenance and during this time, integra was not aware that it was involved in a complaint. This device has been serviced back to full working order and shipped back to the customer. An in service is being recommended and due to the nature of this reported failure.

Event description:
The doctor had the patient in pins while performing an anterior/posterior c3-t3 decompression and fusion on (B)(6) 2017. While turning patient, a very deep 3-inch laceration behind patient¿s ear from pin slip was noticed. The doctor claimed he noticed something not quite right at the beginning of the case and ¿hoped it would hold.¿ the patient received electrical stimulation throughout the case to check for motor function, during which his body/head moves in a violent manner. Surgeon suspects the slip occurred during one of these checks. They had to remove clamp, suture the wound, and reposition before continuing. The doctor stated that he thought the clamp was commonly very stiff and hard to adjust the rocker arm and locking knob. There was a 30 minute delay in surgery. Additional information has been requested.